Manufacturer narrative:
The lithium reagent lot number was 81176901 with an expiration date of 31-may-2026. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with lithium assay on a cobas c 503 analytical unit. Initial result: 2.21 mmol/l. 1st repeat result: 0.314 mmol/l. 2nd repeat result: 0.317 mmol/l. 3rd repeat result: 1.17 mmol/l (using a lithium-heparin tube).

Manufacturer narrative:
A general reagent issue can be excluded, as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer exchanged and readjusted the reagent probes, readjusted the rinse levels, and exchanged the vacuum valves. He also implemented an extended wash cycle. He then ran some tests and confirmed that the tests and the module were performing within specifications. The service actions performed by the engineer resolved the issue. The root cause was due to a component failure.